Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow-up was received via medical records on 21 december 2009. On 23 january 2009, the patient was seen in a neurology clinic. The patient had been experiencing progressive lower extremity weakness resulting in falls. She also complained of neck pain with numbness and tingling that extended through both arms into the hands, low back pain radiating down to the feet and a wobbly gait. In (B)(6) 2009, the lower extremity weakness persisted, particularly in the right foot which had resulted in a near motor vehicle accident. On (B)(6) 2009, the patient reported numbness and tingling in her legs and neck and shoulder pain that worsened with progressive activity. The patient received lumbar and cervical epidural steroid injections. After seeing television advertisements that described copper deficiency from using denture creams, the patient requested copper and zinc level assays. On (B)(6) 2009, the patient's zinc was found to be elevated at 141 mcg/dl (normal 60-120). On (B)(6) 2009, the subject's copper was less than 10 mcg/dl (normal 80-155). On (B)(6) 2009, the patient saw a neurologist to discuss intravenous copper replacements for her myelopathy due to copper deficiency. Following three courses of cupric sulfate, the patient continued to experience ataxia and dysbalance. The patient complained of loss of sensation and was felt to have bilateral sensory neuropathy. This case was considered medically serious by gsk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available.

Manufacturer narrative:
(B)(4).